Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial#: (B)(4), description: linear st lead 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that a lead migrated to the ipg pocket and another lead has high impedance on one of the contacts. The patient underwent a revision procedure wherein the leads were replaced. The physician does not believe it was the system that caused migration. The patient was doing well postoperatively.